Event description:
Customer reported issues with the keypad on her insulin pump. Customer's blood glucose was 166 mg/dl. Troubleshooting found the down arrow button does not work all the time. Customer could not recall any significant events leadings to the keypad issues. Customer also stated this was a brand new insulin pump that was just opened today. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.